Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The distal conductor of the lead was obstructed due to a competitor stylet/guidewire fragment stuck in the lumen. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt the guidewire became stuck in lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).